Manufacturer narrative:
On 20-jun-2017, the patient's device was returned to the manufacturer; however, an analysis was not performed on the device as no tests performed during product analysis would provide any additional information associated with this event. Review of the manufacturing records showed that the product met all specifications prior to distribution.

Event description:
On 20-jun-2017, the patient's device was returned to the manufacturer; however, an analysis was not performed on the device as no tests performed during product analysis would provide any additional information associated with this event. Review of the manufacturing records showed that the product met all specifications prior to distribution. Based on the information available, the root cause of the reported event is unknown but it is not related to exogen. There is no indication that lipus technology causes or promotes bone infection. The scientific articles provided on the initial report show the exogen was used in the presence of an underlying infections with positive patient outcomes. The temporal relation of the infection (i.e. Infection found 2 weeks after beginning exogen treatment) is not indicative of a causal relationship. It is likely that the patient suffered a deep post-surgical wound infection from her surgery prior to use of exogen.

Manufacturer narrative:
Exogen is not known to promote or cause infection. There is two scientific literature reviews listed below that states exogen is used to successfully treat infected fractures (osteomyelitis). There are two clinical papers where low intensity pulsed ultrasound has been used to treat infected non-union fractures by romano et al. In guarderni di infezione osteoarticolari. 1999; 83-93 & romano et al. Archivio di orthopedia e rheumatologia 2006, 117: 12-13. Unfortunately both these articles are in italian. In the 1999 article which was a prospective case series of infected non-unions using a self-paired control in 11 fractures dr romano saw a heal rate of 82% and in the 2006 paper again which was a prospective case series of infected non-unions using a self-paired control in 49 fractures dr. Romano saw a heal rate of 85%. Romano also summarized his work in a review paper in english from 2009 (http://www.ncbi.nlm.nih.gov/pubmed/19097683). Emara et al. In a 2011 open access article recommend using low-intensity pulsed ultrasound to shorten the duration of distraction osteogenesis in chronic osteomyelitis patients (http://www.ncbi.nlm.nih.gov/pubmed/22474640). Exogen is unrelated to the infection as there is absolutely no indication anywhere in the scientific literature showing that lupus can cause or promote bone infection. The fact that there is a temporal relation, i.e. Infection started 2 weeks after exogen was started doesn't mean causality. It is much more likely that the patient suffered a deep post-surgical wound infection.

Event description:
It was reported a patient started using the exogen device in (B)(6) 2017 for a right tibia fracture to stimulate cell growth. The patient used the device twice per day. After approximately 20 days of using the device, she developed a red rash on her leg and had a fever. The patient's mother took her to the physician and he advised her to discontinue use of the exogen device. It was noted the patient developed a severe infection that he believes was caused by exogen. The physician believes she may have had an underlying infection when she started using exogen and the use of exogen probably promoted the growth of the infection. Several tests were performed and it was determined the patient had an infection. The patient had surgery in (B)(6) 2017 to remove the steel plate and infection. The patient has recovered and the device is being returned for evaluation. To date, the device has not been returned for evaluation.

Manufacturer narrative:
Product analysis was completed on 2017-07-18. Product analysis identified no issues with the returned device; the unit met all functional specifications.

Event description:
Product analysis was completed on 2017-07-18. Product analysis identified no issues with the returned device; the unit met all functional specifications.